Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2010 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. A leak test was performed and a keypad leak was observed.

Event description:
The patient reported that the up arrow, down arrow, and ok keypad buttons became intermittently unresponsive approximately two months prior to reporting the issue to customer support. She stated that she wore the pump in a swimming pool on one occasion. She denied damage to the keypad, and stated that the keypad buttons had "limited click and spring-back."